Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 13th, 21st and 22nd distal stent wraps with struts raised and overlapping. Slight deformation was evident to the distal tip. The inner lumen patency was not verified due to blood and contrast in the lumen. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity rx coronary drug eluting stent to treat a mildly calcified and moderately tortuous lesion located in the distal left anterior descending artery exhibiting 85% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device and excessive force was used during delivery. The device did not pass through a previously-deployed stent. The physician performed a pre-dilation with a 2.0x12mm balloon. The device failed to cross the lesion. The stent was pulled back and procedure was completed using a non-medtronic device. It was also reported that the physician believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Patient status post procedure is alive with no injury. Device analysis identified stent deformation.